Manufacturer narrative:
Following our received of the one returned used sensor (needle not returned) performed visual inspection and found sensor electrode broken, place sensor under microscope and found sensor electrode broken missing broken part. See attachment files for details. Unable to continue with functional testing. In summary, the customer complaint of unexpected sensor alarms could not be confirmed, due to broken sensor electrode. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced change sensor alert and discrepancy between sensor glucose values and blood glucose values. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-332a, mmt-399a, mmt-1884l. Troubleshooting was performed and blood glucose value at the time of event was 350mg/dl and sensor glucose value at the time of event was 70mg/dl. Discrepancy between sensor glucose values and blood glucose values was greater than 30%. Insulin delivery was not suspended due to sensor glucose values and blood glucose value difference. No harm requiring medical intervention was reported. Product return was expected for mmt-7040a. No product return was expected for mmt-332a. No product return was expected for mmt-399a. No product return was expected for mmt-1884l.